Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 350 mg/dl. The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Pod data indicates there was no struggle to deliver insulin. Inspection of the cannula assembly did not find it damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the soft cannula deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages, tears, or leaks were observed that would cause a leak during wear. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.